Manufacturer narrative:
A ge service representative performed an onsite investigation. The left switch panel was repaired. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not perform fluoroscopic x-rays and the reset button was stuck in the on position. No patient injury was reported.